Event description:
This is being filed to report the clip opening post deployment. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. Following deployment, the clip opened approximately 50 degrees and did not stay locked but remained stable on the leaflet. No additional clips were implanted and the procedure was completed with the mr reduced to 1-2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on available information, a cause of the reported clip open while locked could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.